Event description:
Customer alleged blood glucose results of 30 mg/dl and 125 mg/dl when testing was performed back-to-back on the compact system. Customer reported having no symptoms or treatment. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device but it is unavailable for return; replacement product was sent.